Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) osseotite® tapered certain® implant 3.25 x 11.5mm (xifnt3211) was returned for investigation. Visual evaluation of the as returned product identified the implant drive feature had fractured screw inside. No apparent malfunction with the implant itself. Signs of use. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 12 (universal) and was used for approximately 3 years, and 4 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review: xifnt3211: DHR review was completed for the subject lot number (2017060962). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: xifnt3211: complaint history review was performed for the reported lot number (2017060962) for similar events and no other complaint was identified. DHR review and complaint history review could not performed for the unknown biomet screw without relevant item, lot number. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw fractured in the patients mouth. They were unable to retrieve the broken portion so the implant was removed and the site was grafted. Patient will return at a later date to replace. Tooth site #12.